Event description:
It was reported that a patient had noticed a gradual return of symptoms, including needing to go to the bathroom more often such as 10 minutes after previously going. The patient had had more infections, which were symptoms she used to have. It dawned on her that there may be something wrong with the implantable neurostimulator and she wanted to see if it was on, but she wasn¿t able to check because the patient programmer wasn¿t working for her. When she pushed the button, nothing would come up on the screen. The patient planned to find new batteries for the programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0199d, implanted: (B)(6) 2012, product type: lead. (B)(4).